Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6x80mm powerflex pro percutaneous transluminal angioplasty (pta) balloon was found to leak contrast medium during use. The leak was noticed in the patient, originating from the balloon. It was removed after it was found, and it was replaced with a new balloon of the same model. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet and sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient, and the device prep maintained negative pressure. The intended procedure was femoral artery balloon dilatation angioplasty for a lesion with 80% stenosis, moderate calcification, and moderate vessel tortuosity. The device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 1:1. The inflation device was not torqued against resistance when attaching to the balloon catheter. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and there was no difficulty advancing the balloon catheter through the vessel, though there was a little difficulty crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 6x80mm powerflex pro percutaneous transluminal angioplasty (pta) balloon was found to leak contrast medium during use. The leak was noticed in the patient, originating from the balloon. It was removed after it was found, and it was replaced with a new balloon of the same model. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet and sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient, and the device prep maintained negative pressure. The intended procedure was femoral artery balloon dilatation angioplasty for a lesion with 80% stenosis, moderate calcification, and moderate vessel tortuosity. The device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 1:1. The inflation device was not torqued against resistance when attaching to the balloon catheter. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and there was no difficulty advancing the balloon catheter through the vessel, though there was a little difficulty crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The device was returned for analysis. A non-sterile ¿powerflexpro 6mm8cm 135¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, it was observed that the balloon had completely burst, visible to the unaided eye. Consequently, functional testing could not be performed due to the balloon¿s condition. A high-magnification analysis was conducted to examine the balloon¿s surface. This analysis revealed that the burst occurred at the site of the leakage. Additionally, scratch marks were found near the rupture, suggesting that exposure to sharp edges of external materials could be the cause of the leakage. The reported ¿balloon leakage - during positive pressure¿ was confirmed through device analysis, which identified leakage from the balloon. However, the exact cause remains undetermined. The balloon¿s outer surface exhibited scratch marks near the puncture, suggesting it was damaged by an external sharp object. Device analysis indicates that procedural factors and vessel characteristics, such as calcification with stenosis, likely contributed to the reported incident. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available, nor the product evaluation do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the 6x80mm powerflex pro percutaneous transluminal angioplasty (pta) balloon was found to leak contrast medium during use. The leak was noticed in the patient, originating from the balloon. It was removed after it was found, and it was replaced with a new balloon of the same model. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet and sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient, and the device prep maintained negative pressure. The intended procedure was femoral artery balloon dilatation angioplasty for a lesion with 80% stenosis, moderate calcification, and moderate vessel tortuosity. The device was not used for a chronic total occlusion (cto). The contrast to saline ratio was 1:1. The inflation device was not torqued against resistance when attaching to the balloon catheter. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and there was no difficulty advancing the balloon catheter through the vessel, though there was a little difficulty crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The device will be returned for evaluation.